Event description:
End user emailed customer service reporting that the pen needles item 832041 lot 684113 have 'failed to work'. No further information was collected from end user to determine the cause of the complaint.

Manufacturer narrative:
Retained lot samples for pen needle lot 684113 were tested, no abnormalities were found during testing.

Manufacturer narrative:
Initial trend analysis for lot 684113 was conducted, no malfunctions were found. This is the only complaint for lot 684113. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user emailed customer service reporting that the pen needles item 832041 lot 684113 have 'failed to work'. No further information was collected from end user to determine the cause of the complaint.